Event description:
It was reported that a revision surgery took place due to a 4.0mm cannulated screw that broke post-operatively. The patient was originally treated on an unknown date in 2013 for nonunion of a distal humerus fracture. The nonunion was originally treated non-operatively and the patient was not implanted with a synthes device. The nonunion and the breakage of the nail are not related. On an unknown date, the patient complained of pain and the surgeon discovered via x-rays that the screw was broken in the threads, outside of the nonunion. The screw was removed and the surgery was successfully completed. This is report 1 of 1 for file (B)(4). This report is for the unknown cannulated screw.

Manufacturer narrative:
As manufacturing evaluation performed that two screw pieces were received with the task associated with this complaint. The cannulation appears to be relatively free of debris/restrictions except near the areas of the break. The drive is moderately damaged with marks on the hex walls and material deformation at the top of the drive. The top of the head has multiple light scratch marks. The band is free of marks/damage. The bottom of the head has light, circular marks near the transition/neck. The shaft is free of marks except in the damaged area that was noted in the complaint description. The threads on the piece that bears the head have been compressed at the major, folded back towards the head in an inverted "l" shape. The break on this piece is relatively clean. The threaded piece has heavy damage at the break with marking and material displacement affecting both the cannulation and the thread face. The remainder of the threads on this piece is in good condition, as are the flutes and the tips. The cannulation and minor diameter sizes are correct in the areas in which they could be measured. The specifications that could be measured were found to be conforming in the undamaged areas. Due to the type and extent of damage incurred, and also because no lot nor part numbers were provided, this complaint is to be indeterminate from a manufacturing standpoint.

Manufacturer narrative:
One unk-screw cannulated, lot# unknown was received for evaluation with complaint category broke post-operative. The screw was received in 2 pieces, with the break located mid-thread. The manufacturing evaluation identified the unknown screw as 4.0mm cannulated screw long thread/46mm. Tabulated engineering drawing for the returned screw was reviewed during this evaluation. The screw was fabricated from implant quality 316l stainless steel which is typical material used for an implantable device of this type. The design is adequate for the intended use and did not contribute to this complaint. The design is adequate for the intended use and did not contribute to this complaint. Therefore, this complaint is invalid from a design perspective.

Manufacturer narrative:
This device is intended for treatment, not diagnosis. Pt identifier ¿ (B)(6). Additional device info: this report is for the unknown cannulated screw. The item number of the screw is unknown, but it is part of the 207.7xx series. Implant date ¿ 2013, exact date unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.